Event description:
This was a lead extraction procedure to remove one rv ICD lead (guidant reliant dual coil, implanted 108 months) due to cied system/pocket infection. The lead was prepped with an lld and a 14f glidelight was used to lase, however the laser sheath was not able to progress through the subclavian due to calcification. The physician decided to upsize to a 16f glidelight and was able to progress further down the lead. A drop in the patient's blood pressure was noticed during the procedure, therefore the physician lased slowly and observed the pressure carefully. After about 2 minutes, the sheath reached the ra, and the blood pressure continued to decline. It was at this point that the physician determined that an injury had occurred. The surgeon was called and a thoracotomy was performed. A 3cm svc tear was found and repaired. Unfortunately, the patient did not survive the intervention.